Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was further reported that the patient death was due to unexplained cause.

Manufacturer narrative:
Death date: (B)(6) 2017. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending artery with 75% stenosis and was 18mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75x 24mm promus element¿ drug-eluting stent. Following post dilatation, the residual stenosis was 10%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In october 2017, the patient died.